Event description:
The customer reported an incident where 32 ml anticoagulation syringe was allegedly emptied into the pt. There was no report of any pt consequences as a result of the event.

Manufacturer narrative:
A gambro service technician visited the clinic and inspected the faulty syringe driver. The unit of the carrier felt loose, although it was still attached to the driver via the heparin pump fixing block. On closer inspection of the syringe driver, there were cracks on the plastic heparin pump fixing block and the threaded insert was protruding slightly. Damage to the heparin pump fixing block allowed for greater than normal range of movement. The service technician replaced the damaged heparin pump fixing block on the syringe driver with a new, improved, version of the heparin fixing block. The service tech successfully performed a calibration of the syringe driver. Although it calibrated ok, on attempting to use the syringe driver, it repeatedly alarmed syringe malfunction. It was necessary to completely replace the syringe driver. It was not possible for now to get more info regarding the actual volume that was allegedly infused or at which point may have occurred. The service tech suspected that the syringe may not have been properly loaded into the carrier. The MFR will perform further investigation of the reported event.